Manufacturer narrative:
Product ID mc1vr01-delsys fdc 92.

Event description:
It was reported approximately one hour post implant of the leadless implantable pulse generator (ipg), the patient's condition was worsened with blood pressure drop, palpitation and discomfort in the chest. The patient was treated and then accumulated blood was confirmed in the bottom site of the heat by ultrasound indicated as pleural effusion and pericardial effusion. Cardiac tamponade from perforation was diagnosed. After drainage was performed, the patient's condition was improved. The patient¿s clinical course would be monitored. The leadless ipg remains in use. No patient complications have been reported as a result of this event.